Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the first device was removed to see if he would have improved effect. It was implanted in 2012 and the patient has had concerns with therapeutic effect since then. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was reported about this event. If additional information is received, a follow up report will be sent.